Event description:
It was reported that the device is defect. The device from the arthroscopy tower does not flush reliably due to a faulty setting. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 07-jan-2022 it was confirmed that the error occurred during a knee surgery. The tubing ar-6420cl was used in combination with the pump. The error message for overpressure was displayed. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. The device was always switched off and on when the error occurred, and then it worked again for a while. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is defect. The device from the arthroscopy tower does not flush reliably due to a faulty setting. The reported event was not confirmed. The service evaluation did not reveal any problems with this device.